Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 18-oct-2018. Review of the black box data confirmed records of loss of prime with low non-zero force events recorded as call service alarm 162 on (B)(6) 2018. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without any loss of prime occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.